Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon reactivating the pump after not wearing it for a period of time, the time and date were noted to be incorrect. The customer's blood glucose (bg) level was reported as being 334 mg/dl and insulin injections were used to address the bg level. Tandem technical support informed the customer that time and date can be incorrect when pump battery depletes completely and pump is kept off for a few days.